Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's ostial left anterior descending artery. Upon inflation of the balloon catheter to 4-6 atmospheres, the balloon burst and the stent dislodged off the balloon catheter. The stent embolized to an unknown location. A second coronary stent with delivery system was successfully deployed at the target lesion site. Subsequently, the pt's general medical condition deteriorated and the pt was sent for urgent coronary artery bypass graft surgery. Surgery was successful and there were no additional clinical sequelae reported relative to the event.